Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damage and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damage and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube was found collapsed before use with "white hairy" foreign matter inside it. The following information was provided by the initial reporter, translated from (B)(6) to english: "collapsed edta tube and white hairy foreign matter was noticed on 1 ea product before use."